Event description:
Patient undergoing a suction d&e (dilation and evacuation) w/ plan for possible laparoscopy. After 2-3 passes of the suction curette with minimal tissue returned, ultrasound was used to guide the curette. Again, minimal tissue was noted with ultrasound guidance of curette. When curette removed, the tip (~1cm) was broken off & missing. At this point hysteroscopy performed, which found a uterine perforation. The patient required a diagnostic laparoscopy to locate the curette tip and repair the uterus.